Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, redo anastomosis using another device. There were no problem during the original surgery. Patient status: discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, the patient undergone the procedure of esophagojejunostomy in lap. Total gastrectomy d procedure was completed well. But, after one week they found some food on the drain tube so the patient went back to the hospital as emergency. There are several unformed staples and the tissue was teared. The patient had to undergo a redo the esophagojejunostomy, and they had to cut the anastomosis site. The surgery extended for more than thirty minutes and also there was an extension of the incision site. There was an unanticipated tissue loss as a result of this problem. There was permanent tissue damage as a result of this problem. The patient had extension of hospitalization for seven days due to the event. There was permanent injury as a result of the event. The patient was alive with injury.